Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that paramedics was called to assist the customer with reservoir and set change. Customer needed assistance with rewinding the insulin pump and assembling the entire infusion set. Customer's blood glucose was 91 mg/dl. Assistance was provided to the customer and paramedics. The paramedics successfully inserted the cannula for the customer. No further information provided.